Event description:
It was reported that a spectrum pump alarmed a constant door not fully latched alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant door not fully latched alarms, caused by a loose upper link screw. The link screws were replaced to correct this condition.